Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during a stent fixation procedure on (B)(6) 2025. While placing the second suture, the physician had difficulty unloading the suture from the needle body. Upon inspection, both the needle body and the anchor were found to be bent. The device was removed, and a perforation was observed. Clips were placed to close the perforation. The patient is reported to be stable; however, it was noted that the patient was hospitalized or their hospitalization was prolonged. Note: this report pertains to two of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-05149 for the overstitch device, and 3005099803-2025-05464 for the overstitch suture.

Manufacturer narrative:
Block h6 patient code e2114 is being used to capture the reportable event of perforation. Block d4, h4 detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.